Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 236 mg/dl at the time of incident. The customer treated with a manual injection. The customer stated that the pump alarmed no delivery three times during manual prime and it was recurring. The alarm was resolved by a complete set change. Troubleshooting was not completed. The reservoir was not returned for analysis.